Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and a customer-specific investigation. No adverse trend was identified for the customers issue. Labeling was reviewed and found to be adequate. The 2017 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against shock. Investigation of the issue by the laboratory's in house electrician determined the laboratory's electrical system did not have adequate grounding which was identified as the likely cause for the issue. The laboratory's in house electricians resolved the issue by updating the ground for the facilities electrical system. No additional reports of a shock have been received since the ground was improved. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a sporadic electric shock on the architect c16000 analyzer during the loading of the rack. There were no injuries reported.